Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life had decreased to approximately two weeks. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment was cracked at the threads on the side. The battery cap was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. All currents were within specifications. The short battery life issue was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.